Event description:
It was reported that during a bronchoschopy with the equipment [i.e., erbe system; argon plasma coagulator (apc) model apc 300, with an electrosurgical unit (esu/generator) model icc 200 e/a, an airway fire occurred. The monitor went blank, there was smoke, and a flame was seen. The pt's mucous membrane of the larynx and epiglottis was burned. The pt was injected with 500 mg of pnedmisolut, transferred to the ICU, and intubated. Note: the equipment was distributed by erbe electromedizin, the parent company. The international part number 10132-010 of the apc is equivalent to USA part number 10132-011 with the international part number 10128-023 of the esu being equivalent to USA part number 10128-205.